Event description:
It was reported that this (B)(6) right atrial (ra) lead had lead safety switch. The lead was tested and impedances were 480 ohms in unipolar and 550 ohms in bipolar, where the thresholds were the same in both configurations. Review of the report found myopotential noise that was oversensed causing atrial tachy response (atr) episodes. The noise was not able to be recreated using isometrics or pocket manipulations. It was noted that the patient had fallen out of bed several times. The lead remains in-service. No adverse patient effects were reported.